Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the emphasis mto tip for the mac curved inserter was damaged and cross threaded into the shell. A new shell was opened. A surgical delay of 5 minutes was noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the emphasis mto tip for the mac curved inserter was damaged and cross threaded into the shell. A new shell was opened." The product was not returned to medtech orthopaedics, however photos were provided for review. See ¿09_jan_2025_18_52_41_12166¿. The photo investigation revealed that '299966724, mto emsys acet cup ins adaptor was stripped. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assembling or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. The evidence provided was not sufficient to confirm the reported event unable to assemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the mto emsys acet cup ins adaptor would contribute to the complained device issue. Based on the investigation findings, potential cause can be unintended use error caused or contributed to event and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5.

Event description:
Additional information was received: a cup was damaged, and a second cup was required to be opened.